Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred terms: allergy to metals. The analysis in the global safety database revealed 219 cases. Salpingitis. The analysis in the global safety database revealed 45 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel. Essure implants were removed. After removal of the implants, chronic inflamed tubes, on the left tube, there was really a problem (considered as salpingitis) was diagnosed. Both events are regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, no alternative explanation was given. Therefore, a causal relationship between essure and the event chronic inflamed tubes cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") and salpingitis ("chronic inflamed tubes, on the left tube, there was really a problem") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included iud with an associated reaction of patient-device incompatibility and did not want to take oral contraception anymore. In (B)(6) 2011, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), salpingitis (seriousness criteria medically significant and clinically significant/intervention required) with fallopian tube disorder, malaise ("did not feel well"), sinus disorder ("sinus problems"), bladder disorder ("bladder problems"), muscle disorder ("muscular problems") and abdominal symptom ("complained about her belly"). The patient was treated with surgery (essure implants were removed in (B)(6) 2016.). Essure was withdrawn. At the time of the report, the allergy to metals, salpingitis and abdominal symptom outcome was unknown and the malaise, sinus disorder, bladder disorder and muscle disorder was resolving. The reporter considered allergy to metals, malaise, sinus disorder, bladder disorder and muscle disorder to be related to essure. The reporter provided no causality assessment for salpingitis and abdominal symptom with essure. The reporter commented: she was suffering for 4 years until read an article in lay press realizing that implants could be at the origin of her problems. Since the essure removal, she restarted living. She quite recovered at that time and she did not have doubt that there was indeed a problem with the implants. She did not recover at 100% but she did not feel any more like an old person in the morning. She was a lot better. She informed that reproached gynecologists for not having established a causal relationship with the implants and for not having informed that she could be allergic (did not remember that her gynecologist asked if she was allergic to nickel), and when she complained about her belly, the gynecologist told her that it was not gynecological in nature. Diagnostic results: on an unspecified date performed examinations, and was told that everything was normal and it was in her mind and that she was too anxious. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergy to nickel. Essure implants were removed. After removal of the implants, chronic inflamed tubes, on the left tube, there was really a problem (considered as salpingitis) was diagnosed. Both events are regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred after device insertion; therefore, a causal relationship with essure cannot be excluded. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, no alternative explanation was given. Therefore, a causal relationship between essure and the event chronic inflamed tubes cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information cannot be obtained.